Manufacturer narrative:
Upon follow-up, it was reported that the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Twenty-one days after the onset, antibiotic treatment was stopped and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized on the same day as the onset. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.